Manufacturer narrative:
H10: the actual device was not available; two (2) photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the occluder legs to the mainbody were broken. The reported issue was verified. The cause of the reported condition could not be determined; however, was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Initial reporter city: montluçon. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body (light blue) separated from the twist clamp of a ce minicap extended life pd transfer set. The event was further described as "the integrated clamp broke by the patient and no longer performing its function". This issue occurred during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.